Event description:
It was reported nonsustained rv oversensing episodes were observed on a merlin transmission. Egm revealed rv undersensing with functional loss of bi-v pacing. Programming changes were recommended. The patient will continue to be monitored. No adverse consequences were detected.

Manufacturer narrative:
(B)(4).